Event description:
It was reported that the lead was removed and replaced because the helix would not retract all the way. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 pacemaker (B)(6) 2013; 407645 implantable pacing lead (B)(6) 2013. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage. (B)(4).